Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the safety on introcan safety IV catheter didn't activate properly. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was returned for evaluation. The sample was physically and visually evaluated per specification by a subject matter expert. Based on the evaluation results it was noted that the clip is split around the needle. During production if the safety clip would split, the cap would not have been able to fit over the needle. It was concluded that the reported defect did not occur in production. The reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.